Event description:
The customer stated the device was giving an error after dosing the glucose strip. The customer stated the glucose strips will not go into the device all the way. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.